Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) seal has come out of the tube, but the anchor and tension spring assembly remain in the delivery tube. A new heartstring was opened and the surgery was completed successfully. There was no delay. There were no health risks to the patient.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Updated section: b4,d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/05/2025. An investigation was conducted on 02/17/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Only the delivery device with the seal and tension spring assembly was returned for evaluation. The seal was observed to be in a deployed state with no visual defects observed on the intact seal. The white plunger was depressed and the blue safety lock was off, allowing for the white plunger to be depressed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the device were taken due to the presence of blood in the delivery tube. Based on the condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000370615 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.